Event description:
Contact reported that manual surgical instruments did not function properly. They bound together during use and the surgeon could not get them to release. They were eventually able to pry them free of the implant. Surgery time was extended 60-min. This did not compromise the case or impact the pt. As there was a significant delay to the case an MDR is filed to document this event. Device 2 - see: 1526439-2010-00139.

Manufacturer narrative:
Sleeves is jammed in the flex clip and will not come free. There is material displacement on the devices. Some of this is likely from the process of removal to free the device from the implant. Other displacement indicates that the devices bound due to metal to metal contact related to possible damage (material displacement). Due to the binding it cannot be definitively determined why this occurred. See: 1526439-2010-00139.